Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause could be due to kinks, leaks in the vacuum circuit or a component failure. No lot/serial number has been provided, therefore a review is not possible. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that when the canister was exchanged and restarted npwt, blockage/full alarm occurred and the dressing was not compressed. The problem was solved by exchanging the canister to another one. No patient harm. No information about delay. The device will not be returned due to contamination.